Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Device interrogation revealed the device had declared elective replacement indicator (eri) due to extended charge times exceeding the extended charge time limit. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted and replaced when the patient returned home from vacation. The device was returned for laboratory analysis two months after the replacement procedure. Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.